Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for unexpected battery power loss. The customer¿s blood glucose was unknown. Customer stated that they taking the battery cap off and then back on usually resolves it but only for a couple of days. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery was previously used. Customer states the pump was not dropped. Customer stated that this is the second occurrence of replace battery now without a low battery warning. The pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents. No unexpected power loss or replace battery now alarm noted.